Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
(B)(6) 2013, it was reported that the patient experienced ketoacidosis two times in one week. The patient thinks the infusion device does not deliver an accurate amount of insulin. She switched to her backup infusion device and her blood glucose levels returned to normal. No adverse event was reported. The infusion device was requested to be returned for product evaluation.